Event description:
It was reported that the patient underwent a surgical procedure to treat stress urinary incontinence on (B)(6), 2004 and a sling was implanted. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that on (B)(6) 2005 patient underwent urethral dilation and cystoscopy due to urethral stenosis post mid urethral sling procedure by implanting surgeon.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and a mesh was implanted. It was reported that following insertion the patient experienced extrusion, infection, urinary/bowel problems, dyspareunia, neuromuscular problems and vaginal scarring.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that the patient underwent mesh excision due to erosion on (B)(6) 2009.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.